Manufacturer narrative:
As reported, when the doctor took out the 6f exoseal vascular closure device (vcd) from the package for hemostasis, it was confirmed that the plug was disconnected. Therefore, it was replaced with a new unknown device and the procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery (sfa). No additional information is available. The product was not returned for analysis. A product history record (phr) review of lot 17896975 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, which is not intended as a mitigation of risk, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. Neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Telephone number is: (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When the doctor took out the 6f exoseal vascular closure device (vcd) from the package for hemostasis, it was confirmed that the plug was disconnected. Therefore, it was replaced with a new unknown device and the procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery (sfa). The device will not be returned for evaluation as it was discarded in the hospital. No additional information is available.